Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a transcatheter aortic valve replacement procedure. This was an attempted closure of the small access site. Reportedly, the starclose se vessel locator wings would not deploy. The starclose se device was removed from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report a medwatch report # (B)(4) was received, stating: "device was defective; could not deploy. Spoke with dr. Starclose device was 'simply defective, no patient harm'."

Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot number, expiration date, device evaluated by MFR: although it was initially reported the device was discarded, it was subsequently returned. Device manufacture date, method code 4114 removed. Evaluation summary: the device was returned for analysis. The reported failure to deploy the vessel locator wings could not be replicated due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report # (B)(4).